Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose was as low as 36 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer was advised to monitor the insulin pump and their low blood glucose levels. Customer's mother advised they will try using the insulin pump one last time and if customer's low blood glucose levels persist they will call to get the device replaced.